Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was 530 mg/dl. Elevated bg was addressed by a manual insulin injection. The customer would perform the cartridge change steps and ultimately reverted to an alternate method insulin therapy.